Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving compounded baclofen, prialt (ziconotide), and dilaudid, and via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The drug concentrations and dose rates regarding all three pump medications were unknown. It was reported that the patient had noticed an increase in his pain symptoms over the last two to three months. The date (B)(6) 2019 is considered an approximate date of event (year known only). The patient denied having any falls, sudden jarring motions, or having been in any accidents. A physician had performed a dye study on (B)(6) 2019 and noted that the catheter was significantly lower than originally placed and anchored in (B)(6) 2018. Regarding the failed dye study, they were barely able to aspirate cerebrospinal fluid (csf) from the catheter access port (cap). It was further noted however that dye was injected and no leaks were seen on x-ray. The patient was to have a new catheter placed as per the physician¿s availability in the operating room. No surgical intervention had occurred or was scheduled but was planned. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.